Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2014 due to sudden chest pain and tightness, nausea, vomiting and difficulty breathing. A coronary stenting procedure was performed, with implantation of a 3.0 x 38 mm xience xpedition stent in the distal right coronary artery (rca). On (B)(6) 2016, the patient was re-hospitalized due to chest pain and tightness. On (B)(6) 2016, coronary angiography was performed and noted in-stent restenosis. Balloon angioplasty was performed and medication was administered. On (B)(6) 2016, the condition resolved and the patient was discharged. The patient was re-hospitalized on (B)(6) 2016, for additional intervention. Coronary angiography performed on (B)(6) 2016 noted in-stent restenosis at the same location. Balloon angioplasty was performed and medication was administered. The condition resolved and the patient was discharged on (B)(6) 2016. No additional information was provided.